Manufacturer narrative:
This report is filed (B)(6) 2016, by (B)(4).

Manufacturer narrative:
This report is filed may 9, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site. On (B)(6) 2016, the patient underwent revision surgery and fibrous tissue was excised. It was also reported the patient had an infection and was treated with antibiotics. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016. The patient was also administered a 6 week course of intravenous antibiotics. This report is filed july 19, 2016.